Event description:
Caller reported an issue with a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the pump reset process, resulting in a successful start of the sensor session without any recurring error codes. No additional adverse outcomes were reported.